Event description:
It was originally reported that the wire guide from three thal-quick chest tube sets unraveled on the same day with the same patient. Upon device return 23may2024 for manufacturer report #1820334-2024-00311, two device labels and one wire guide were received. The two labels indicate that the three reported complaint wire guides came from different device lots. Manufacturer report #1820334-2024-00311 will capture the wire guide from the initial lot reported. This report (patient identifier (B)(6) will capture one of the other devices, and another device will be captured in a report with patient identifier (B)(6). At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was originally reported that the wire guide from three thal-quick chest tube sets unraveled on the same day with the same patient. Upon device return 23may2024 for manufacturer report #1820334-2024-00311, two device labels and one wire guide were received. The two labels indicate that the three reported complaint wire guides came from different device lots. Manufacturer report #1820334-2024-00311 will capture the wire guide from the initial lot reported. This report will capture one of the other devices; manufacturer report #1820334-2024-00724 will capture the other device. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. Cook only received the label for this device. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use: when the appropriate drainage site has been identified, advance the soft ¿j¿ end of the wire guide through the needle and into the pleural space. Note: the wire guide should pass through the needle and advance into the pleural space without resistance. Note: the skin level marker on the distal end of the wire guide can be used as an insertion depth marker on patients with normal anatomy. Note: due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide and dilators will vary from patient to patient. Remove the needle, leaving the wire guide in place. Liberally inject additional local anesthetic into the intercostal muscles surrounding the wire guide. While maintaining wire guide position, dilate the tract and opening into the pleural space by advancing, in sequence small to large, the supplied dilators over the wire guide. Introduction into the pleural space is facilitated by rotating and advancing the dilators in line with the wire guide to prevent its kinking. Note: it is important to have enough length of wire guide exiting the access site to facilitate controlled introduction of the dilators. The dilators only have to enter the pleural space to their full diameter and should never be advanced beyond the distal end of the wire guide. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide. Remove the wire guide and chest tube inserter leaving the chest tube in place.¿ based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the wire guide was manipulated through the needle, resulting in the wire guide damage. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.